Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report big air bubbles in the reservoir. The customer's blood glucose level was 30 mmol/l. The customer was advised on what to look for in the future. Nothing was replaced or returned for analysis.